Manufacturer narrative:
The field service representative (fsr) inspected the architect c4000 processing module, serial number (B)(6) and performed multiple troubleshooting procedures including replacement of a reagent probe installed in the place of a sample probe, and part cleanings. However, no definitive part was identified as the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect c4000 processing module did not identify any similar issues of discrepant results as described in this complaint. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial number (B)(6) was identified.

Event description:
The customer observed a falsely elevated magnesium on the architect c4000 processing module for one patient. The following results were provided: initial magnesium result= 7.8 mg/dl; repeat result= 2.1 mg/dl there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated magnesium on the architect c4000 processing module for one patient. The following results were provided: initial magnesium result= 7.8 mg/dl; repeat result= 2.1 mg/dl. There was no impact to patient management reported.